Event description:
Connection issues associated with both channels during the implantation procedure; therefore, the device was not implanted. The physician has not watched the lead connection video posted on the company website.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.